Event description:
It was reported that the customer experienced a low blood glucose (bg) level 50 mg/dl to displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Reportedly, the customer consumed glucose tablets or carbohydrates to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.